Event description:
It was reported that during a lap colon procedure, the surgeon had the button completely pushed down, but the device was skipping a beep, as a hiccup. This occurred with two generators. Another device was used to complete the procedure, there was no adverse consequence to the patient.

Manufacturer narrative:
Information not available, device not returned for analysis.